Event description:
The company was informed that the patient began to experience a decrease in performance and vertigo. The patient was treated with oxygen therapy and antibiotics (type unknown). Programming adjustments have been made, however, this has not resolved the issue. Advance bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.